Manufacturer narrative:
The pt was treated with negative pressure wound therapy during the (B)(6) 2010 to (B)(6) 2013 time period. It is unk when the event occurred as this info has not been provided. It was reported that the pt's diabetes mellitus and arteriosclerosis obliterans "caused impaired circulation around the ulcer and poor wound bed". Based on the info provided, it cannot be determined that the alleged poor wound bed environment or complete necrosis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. Continous therapy is also generally recommended for pts at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.

Event description:
The following was reported to kci by the kci kk representative: at the (B)(6), the physician reported during the time period of (B)(6) 2010 to (B)(6) 2013 (exact date of event were not provided), v.a.c. Therapy was used as a bolster dressing post skin graft placement. A pt experienced a poor wound bed environment while on v.a.c. Therapy that allegedly caused complete skin necrosis. No additional info is available. The unit's type or serial number was not provided, therefore, kci cannot conduct a device eval of the unit.